Manufacturer narrative:
Correction: section d: suspect medical device should have been 3383 rather than 3386. The reported event of invalid impedances was confirmed. Analysis of the returned lead extension found internal wires broken and detached in the header. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced invalid impedances. To address the issue, the physician explanted and replaced the extension on (B)(6) 2020, which addressed the issue.